Event description:
The patient reported receiving a shock from the device during a device check. Follow up was attempted to determine the appropriateness of the shock but no additional information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.